Event description:
Health professional reported "pouch dilatation". Further info received noted the pt was hospitalized and the lap-band ap system removed.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pouch dilatation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pouch dilation as follows: "slippage and/or pouch dilatation of the band can occur." Frequent severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."